Manufacturer narrative:
(B)(4). The returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the push catheter was kinked and accordion. The guide catheter was stretched and detached. The suture hole of the push catheter was torn. Redemands of use was found on the device. No other problems with the device were noted. The reported event of guide catheter stretched and failure to deploy the stent was confirmed. Taking all available information into consideration, it is possible that the kinks presented on the push catheter may be related to user manipulation during the procedure, once the push catheter presented kinks, the guide catheter may have been difficult to be removed, this may have led the user to apply technique and/or extra force causing the guide catheter to stretch and detach. As consequence of the difficult movement, the push catheter accordioned. These conditions may have caused difficulties in deploying the stent. Therefore, the most probable root cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a endoscopic biliary stent placement procedure in the biliary tract performed on (B)(6) 2022. During the procedure, it was noted that the guide catheter became stretched. It was reported that the resistance increased because of the severe tortuosity. The procedure was successfully completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the guide catheter was detached, therefore this event has been deemed an MDR reportable event. Please see block h10 for full investigation details.